Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause of this type of event is not allowing the trailing suture to remain free and unobstructed during implant insertion or the user not following the deployment sequence as stated in the surgical technique guides. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was originally reported that a meniscal cinch was used for a knee meniscal repair procedure. The trocar was inserted and when it was removed the implant pulled out with the trocar. A second meniscal cinch device was opened and the second implant pulled out. Another manufacturer's device was used to complete the procedure. Follow-up investigation: first meniscal cinch: the trocar was inserted for the first implant and when the surgeon pulled the trocar out the first implant was stuck to the trocar and pulled out with it. Second cinch was opened and the first implant was deployed. The second implant was deployed but when the surgeon pulled on the sutures the second implant pulled out with the sutures. Second implant and sutures were removed. The first implant from the second cinch remained un-retrieved behind the meniscus.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. This is a follow-up to report the evaluation of the returned device. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The evaluation did not reveal anything relevant to the event. No problem found with device upon our evaluation. One device was returned without the suture construct and without trocar #1. Trocar #2 and depth stop were assembled to the hand piece. The other device was returned with the suture construct. Trocar #2 and trocar #1 were assembled with the suture construct. Trocar #2 and depth stop were assembled to the hand piece. The two devices were assembled with the suture construct and functioned as per surgical technique. The most likely cause(s) of this type of event include not using the technique of rotating/twisting the spear during insertion of the implants, not setting the depth stop to the appropriate depth which will therefore not allow the implant(s) to deploy successfully behind the meniscus, and/or by not following the deployment sequence as outlined in the surgical technique guides. The potential cause(s) of this event will be communicated to the event reporter.

Event description:
It was originally reported that a meniscal cinch was used for a knee meniscal repair procedure. The trocar was inserted and when it was removed the implant pulled out with the trocar. A second meniscal cinch device was opened and the second implant pulled out. Another manufacturer's device was used to complete the procedure. Follow-up investigation: first meniscal cinch: the trocar was inserted for the first implant and when the surgeon pulled the trocar out the first implant was stuck to the trocar and pulled out with it. Second cinch was opened and the first implant was deployed. The second implant was deployed but when the surgeon pulled on the sutures the second implant pulled out with the sutures. Second implant and sutures were removed. The first implant from the second cinch remained un-retrieved behind the meniscus.